Event description:
It is alleged that during a case two cautery hooks broke while in the abdomen. It was reported that the broken part of the hook remained in the instruments so a new hook could not be inserted. No additional information is available at this time.